Event description:
An impedance increase in six months from 700 to greater than 3000 ohms was reported. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
An impedance increase in six months from 700 to greater than 3000 ohms was reported. The lead was replaced. No patient complications have been reported as a result of this event. Additional information reported on a medwatch 3500a received from the user facility indicates unacceptably high threshold.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device. Analysis of the data confirmed an impedance increase. Other : an impedance increase in six months from 700 to greater than 3000 ohms was reported. The lead was replaced. No patient complications have been reported as a result of this event. Additional information reported on a medwatch 3500a received from the user facility indicates unacceptably high threshold. No conclusion can be drawn; impedance, high, high threshold.